Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
The customer reported a problem with the power supply. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed an issue with booting up the unit. The fse replaced the power supply and main harness and the problem was resolved.

Manufacturer narrative:
G4: 14apr2020. B4: 15apr2020. Additional information was received that the problem was found when turning the ventilator on during extended self-test (est). It was found that the unit was not plugged in and running on battery power. The diagnostic report showed the occurrence of a power on self-test (post) 24 volt failure error code. The customer reported that they plugged the unit and let the battery charge. The field service engineer (fse) had ordered the power supply and main harness in case the unit required further service, however, the failure did not recur and no parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.